Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device was set to the insertion sheath, and the device and insertion sheath were confirmed to be locked. When the angio-seal device was starting to be pulled out, a thread did not come out, however, the insertion sheath came out together with the angio-seal. The device was not used and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 9 fr, which was inapplicable. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. Blood loss was reported to be less than 250 cc's. There was no health damage to the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
One used 8 fr angio-seal sts plus device was received for product evaluation. The guidewire and the arteriotomy locator were returned as well. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was not exposed at the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the hemostasis sheath revealed that the anchor was still present within the sheath and had not properly posted to the distal tip. Functional testing was performed, and the deployment sleeve was moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. No anomalies were noted during deployment. Digital force was then applied to the anchor and the absorbable components were released but the suture broke due to its brittle nature. The brittleness was likely temperature related due to uncontrolled conditions during transit from complaint facility. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results. The likely root causes for this issue may include the device not being placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.